Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device housing of the battery was damaged and was partially melted and opened. Furthermore, the battery was deep discharged and no voltage could be meassured. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing and handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
UDI: (B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after use on the patient, it was observed that the battery device looked like it was melted at the end where it connects to the charger. According to the report, the battery device did not get charged by the battery charger device. It was not reported if there was a delay in the surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.